Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 26 mg/dl. The customer was experiencing high blood glucose prior around 600 mg/dl. The customer was treated for the low blood glucose with chocolate and food. The customer was in rehab and had trouble stabilizing their blood glucose levels. The customer was not hospitalized. The customer was assisted with troubleshooting and found that their insulin pump was working fine. The customer did not troubleshoot and did not send the product back for analysis.